Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h6: a review of the receiving inspection (ri) for viper2 straight rod, ti (480mm) was conducted identifying that lot number tbabsw was released in a single batch on november 09, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: a product investigation was completed: visual inspection of the complaint device showed that the rod was broken, and two pieces of the broken rod were returned. The area of the breakage was evaluated, and it appeared that the rod was intentionally broken, eventually to ease the explantation. A functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned and due to the post manufacturing damage of the device. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawing was reviewed; no design issues or discrepancies were identified. This complaint could not be confirmed as the assessment of the complaint device revealed that the rod was intentionally broken eventually to ease the removal of the devices from the patient. Moreover, since the mating devices were not returned, functional assessment could not be performed, and therefore the loose condition reported is unconfirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient presented with nonunion after being implanted with eight (8) 5.5. Exp verse set screws and two (2) rods. The date of the original surgery is unknown. The patient underwent revision surgery on an unknown date where the surgeon removed the set screws and rods and confirmed they were loose. The patient and procedure outcome are unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) rod, 480 mm. This is report 10 of 10 for (B)(4).